Manufacturer narrative:
Mean age: 44.8; 16 females, 36 males literature citation: s.teyssedou, m. Saget, l.e. Gayet, p.pries, c. Breque, t. Vendeuvre "radiologic study of disc behavior following compression fracture of the thoracolumbar hinge managed by kyphoplasty: a 52-case series." Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
A total of 52 patients{16 females, 36 males, mean age: 44.8(19-72 years)} were included, with mean follow-up of 18.6 months, vk fell from 13.9° preoperatively to 8.2°at last follow-up. Dhi found significant superior disc subsidence (p=0.0001) and non significant inferior disc subsidence (p=0.116). Da showed significantly reduced superior disc lordosis (p=4*10-5). Supdhi correlated with vk correction (r=0.32). Pre-operative vk did not correlate with radiological degeneration of the adjacent disc. There was 1 case of cement leakage in the canal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.